Manufacturer narrative:
(B)(4). Batch # t9360e. Date of event is 2019. Event day and event month were not provided. Investigation summary: the analysis results found that the mcs20 device was returned with no damage and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 9 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that during a CABG procedure, the mcs20 clip couldn't clamp. There was no delay to the procedure and procedure was successfully completed. There was no patient consequence.